Event description:
It was reported that impedances greater than 4,000 ohms were read on some bipolar pairs as well as on some or all unipolar pairs. This was reportedly during a surgical procedure with the implantable neurostimulator (ins) out of the body. The lead was taken out and the amplitude increased to 3v. The impedance test was re-ran with the ins inside the patient¿s body. This resulted in an impedance value greater than 4,000 ohms on c,0. All bipolar pairs with electrode 0 had impedances greater than 4,000 ohms. However, all other electrode pairs were normal. The lead was taken out and the contacts were re-tested with a ¿jhook¿ and "bellows" were obtained with each of the 4 contacts. A new ins was subsequently used. It was unclear if the impedance issue resolved. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID:neu_unknown_lead,lot# unknown, product type: lead. Product ID: neu_interstim_ins, serial# unknown, product type: implantable neurostimulator. (B)(4).